Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the connector on the ilet device broke off while removing the pump from a pants pocket. The damage prevented the user from removing the insulin cartridge to perform a supply change. The agent arranged for a replacement ilet to restore insulin delivery capability. No blood glucose impact, symptoms, or medical intervention were reported.